Event description:
The event is reported as: about 30 minutes into the procedure the saphlite handle got warm/hot to the touch. No pt injury reported.

Manufacturer narrative:
Sample received for eval. Results of the investigation are not available at the time of this report.